Manufacturer narrative:
A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Correspondence with the author's institution confirmed this was a medtronic pump with a codman tapered catheter. The patient was treated at the author's institution, but the implant was performed elsewhere, so the lot number of the tapered catheter is unknown. The conclusion from the authors was the adverse event was caused by catheter erosion into the duodenal bulb. Use of the codman tapered catheter with the medtronic pump is off-label; however, catheter erosion is a known complication for hepatic artery infusion pump catheters, including the tapered catheter.

Event description:
Literature search yielded a publication reporting on a device complication pertaining to hepatic artery infusion: "clinical challenges and images in gi an unusual mechanical cause of upper gastrointestinal hemorrhage." This article reported a case study of a patient with a duodenal ulcer that the authors attributed to catheter erosion. Correspondence with reporting institution confirmed the device was a medtronic pump with a codman tapered catheter.